Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an altitude alarm. Customer reported an elevated blood glucose (bg) level of 600 (mg/dl). A non-tandem pump was used to address elevated bg levels and for diabetes management.